Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage procedure using navarre universal drainage catheter for ascites under ultrasound guidance. During the procedure, the drainage catheter connector fractured causing a significant amount of ascites fluid to leak onto the patient's bedding and clothing during the tube's retention period. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. The photo shows thread and physician holding drainage catheter connector hub in which edges of hub noted to be fractured. A piece noted to be missing from the cracked connector hub. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified material separation issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage procedure using navarre universal drainage catheter for ascites under ultrasound guidance. During the procedure, the drainage catheter connector fractured causing a significant amount of ascites fluid to leak onto the patient's bedding and clothing during the tube's retention period. The procedure was completed using another device. There was no reported patient injury.